Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and manufacturers were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately 58 years old (range 18-79). Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: laser lead extraction allows for safe and effective removal of single- and dual-coil implantable cardioverter defibrillator leads: a single-centre experience over 12 years. Interactive cardiovascular and thoracic surgery 24 (2017) 77¿81. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable single and dual-coil implantable cardioverter defibrillator (ICD) leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports lead extractions for patients due to lead dysfunction, lead migration, systemic infection (sepsis and endocarditis), local infection, venous occlusion and chronic pain. Lead extraction failures were noted in the article. Patients experienced perforation of the right atrium, perforation of the superior vena cava (svc), pocket haematoma requiring surgical revision, pericardial effusion, and pneumothorax. The status of the leads is unknown. Further follow up did not yet yield any additional information.